Manufacturer narrative:
(B)(4). Follow-up report will be field if additional information becomes available.

Event description:
It was reported per field service report: pump was on patient. Symptom - does not pump. Findings/actions taken: found "purge failure." Sticky valve on pneumatic control switch (pcs) assembly. Replaced pcs assembly. Passed functional testing.